Event description:
During a polypectomy, the physician used two instinct plus endoscopic clipping devices. It was reported that the customer was trying to position and deploy the clip and the clip failed to open to acquire tissue. The clip was not able to open inside the patient and was not deploying off the catheter. There was no reportable information at this time. On 19dec2023 the devices returned and the clip housing had detached from the catheter attach (moved in a tromboning motion) which is a reportable malfunction. The complainant also stated that the nurse had her thumb in the thumb spool handle as the catheter was introduced into the scope which can cause this malfunction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323 investigation evaluation: the products said to be involved were returned in a red plastic bag with two open pouches from the lot number provided in the report. The labels match the products returned. Our laboratory evaluation of the products said to be involved confirmed the report. A visual examination of both devices confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clips could not be reopened. The devices were viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. The area representative has retrained the nurse on the proper handling of this device during usage.